Manufacturer narrative:
Initial reporter phone #: (B)(6) phone number provided. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ser plastipak 3ml ll 30x7al/un experienced discoloration of solution. The following information was provided by the initial reporter, translated from portuguese to english: the failure was observed through the elaboration of the customer complaint report (B)(4), in which the customer reports that after aspirating the ampoule, the product presented a different collaboration than what she is used to.

Manufacturer narrative:
Photo received by our quality team for investigation. Upon visual evaluation, syringes with liquid inside are displayed, it is not possible to confirm discoloration. It is not possible to verify whether the origin of the failure is from the syringe used, no defects were found with what the supplied product offers. Additionally, one sample without liquid received for further evaluation, as no solid particles were detected, and there were no comparisons for the composition of the liquids or the generation of contaminants, the sample was evaluated through a laboratory test for biological growth. No biological growths were detected, which indicates the absence of contaminants. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All materials used in the product's production process are non-toxic and non-reactive in accordance with applicable standards. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.